Manufacturer narrative:
Available information suggests that this device remains in service at this time, with defibrillation threshold testing not yet complete. This event will be updated if any additional information is received.

Event description:
Boston scientific received information that shortly after implant of this cardiac resynchronization therapy defibrillator (crt-d), while defibrillation threshold testing was being performed, the device was providing pacing but the patient reportedly had no blood pressure. It is believed that the patient was in pulseless electrical activity (pea) during this time. The patient was able to be resuscitated, and is now stable. There were no specific allegations against the performance of the device.

Event description:
The device was later explanted and the report for this product experience was filed in report #2124215-2012-17587. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.